Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 450 units. Reportedly, the customer added an additional 25 units and the customer reported hearing an audible pop sound. The customer reported that insulin leaked from the cartridge. A new cartridge was loaded with 300 units and a minimum fill message occurred again. The customer's blood glucose (bg) level was 253 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer reverted to manual injections until a follow up on 09/06/2017 with the clinical diabetes specialist that confirmed that the customer successfully loaded a new cartridge.